Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was evaluated and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 25 pc. Lot in october of 2017. The returned instrument was evaluated and found that the spring is broken near the base of the rivet that holds it to the double side of the applier thus we are able to validate this complaint. We are unable to determine what caused the spring to become broken but mishandling of the device at the end user's facility is suspected.

Event description:
It was reported that the product was ready to be used for a surgical procedure, but the spring was broken when the clipper was pressed, the tissues were treated with a drip. The surgeon identified the problem in time and the patient was not damaged.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product was ready to be used for a surgical procedure, but the spring was broken when the clipper was pressed, the tissues were treated with a drip. The surgeon identified the problem in time and the patient was not damaged.